Event description:
It was reported that the back port tubing is missing. No patient injury was reported.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found missing drain tube and drain fitting, damage to front cover and liquid crystal display (lcd). Functional testing found leaking inside of the device. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken., corrected data: UDI section of d4 is unknown, h6 patient code: 4582 e4: customer reported to FDA: no information d5: operator of the device: unknown